Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one high impedance measurement at three o¿clock in the morning. The alert range was increased as the early morning measurements are typically higher for this patient. The rv lead remains in use. No patient complications have been reported as a result of this event.